Event description:
Throughout knee arthroscopy the pump would alarm intermittently to "restart pump". The flow rate line on the pump would start out low and then "shoot up". Upon removal of the surgical drapes, the upper thigh and groin were noted to be excessively swollen.